Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 64 mg/dl and sugar was consumed to address the low bg. It was thought that the pump settings needed to be adjusted and was the cause of the low bg. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.